Event description:
It was reported that a physician implanted a 2.25mm diameter x 30mm length integrity (rx) bare metal stent that was 1.5 months over its expired date. It was reported that the device was prepped as per IFU prior to use. No patient injury or clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation: shelf life exceeded. Failure to follow instructions (recommended as per IFU that the shelf life be verified prior to use). No results available since no evaluation performed (no device or cine images returned). Evaluation conclusion: no device failure (device performed as intended). User error contributed to event (failure to verify ubd prior to use). Failure to follow instructions (recommended as per IFU that the shelf life be verified prior to use). (B)(4).